Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Final analysis found the pacemaker was returned from the field with battery above elective replacement indicator (eri) level. Electrical, thermal, and mechanical stress testing showed the device exhibited normal characteristics. Battery longevity assessment was performed and found the device was in normal range of operation with appropriate remaining longevity. No anomalies were found.